Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue. Effective therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the ipg was unable to communicate with external devices since the patient was tazed with a stun gun several months ago. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention maybe undertaken at a later date to address the issue.